Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). After additional information was received on jun 9, 2020, it was determined that this event is clinically known, risks are acceptable in terms of individual patient benefit, clearly identified within labeling, and occurs within a quantitative occurrence that is monitored monthly therefore this event is considered not reportable. As a result, the prior submission on jun 26, 2020 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
According to new information, this complaint was reported as a non integration with infection. It was reported that the implant at tooth site # 14 failed to integrate due to an infection and was removed. Patient came with visible mucous membrane.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address was not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported by email infection with swelling. The dental implant tsvmb10 was removed.